Event description:
It was reported that there was a stator error message displayed. This error may cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.